Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 190 ad 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 208 mg/dl and 109mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states that on (B)(6) 2016 she tested twice within 20 minutes of each other and received a blood result of 592 mg/dl fasting at 10:09am and then received a blood result of 247 mg/dl fasting at 10:12am. Customer stated that within the past months her sugar has been very high and that she has received treatment for it. Customer stated that her doctor is aware of her sugar being high and has adjusted her medication regimen.